Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4).

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4).

Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: 1.8 inr/2.3 inr. Coumadin was adjusted based on coaguchek s results, however, no adverse event reported. Requested return of suspect device, however caller states no strips are available for return.

Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: 2.0 inr/2.5 inr. Coumadin was adjusted based on coaguchek s results, however, no adverse event reported. Requested return of suspect device, however caller states no strips are available for return.